Manufacturer narrative:
The device was patent. However, it did not meet the requirements for leak testing due to cracks in both the needleless injection arm of the patient line stopcock and the proximal arm of the zero-reference stopcock. It is unknown how or when this damage occurred. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was connected to the external drainage device on (B)(6) 2014, and then transferred to the ICU. According to the report, on the event date the hospital staff found there was a crack in the 3-way stopcock which connects to the transducer. The report states that the patient did not incur any injury as a result of the event and that they were conscious, but that they were not in stable condition due to other complications unrelated to the event.